Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a lifting downstream occlusion seal and that upon initial power-on, the lcd had been completely white with no software version displayed. Per reporter, the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.